Event description:
The pt was injected into the nasolabial folds. The pt allegedly developed nodules on the left nasolabial folds approximately three months later. The pt had the nodules drained and was prescribed antibiotics which helped resolve them. The pt was evaluated a month later and allegedly developed one module on the right nasolabial fold with no medical intervention.

Manufacturer narrative:
The "date of implant" is an approximate date as relayed to the manufacturer. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.